Event description:
Customer reported that they were unable to clear a missed bolus alarm. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 90 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No cosmetic damage was noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.